Event description:
A report was received that the patient was experiencing burning sensation around the ipg site with stimulation on and off. The patient also developed an infection at the pocket site which caused discomfort. The physician believed the infection was not device related. Antibiotics were prescribed. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4) 2013. Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.